Manufacturer narrative:
It was found that the sanitizer listed in the cleaning guide and instructions for use (IFU) was obsolete. Replacement sanitizer has been identified and the IFU and cleaning guide will be updated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Type of reportable event: FDA safety communication. This complaint is related to emdr #1828100-2016-00151, #1828100-2016-00153 and #1828100-2016-00154. Per the product surveillance supervisor, there will be no surgery related or customer information as these complaints are not for a specific event. Diligence for additional information cannot be performed. This complaint is not verifiable. There has been no complaints reported to the manufacturer linking the cooler heater unit to nontuberculous mycobaterium (ntm) infections. The manufacturer provides established requirements for sanitation and instructions for correctly maintaining the system. These are clearly outlined in the cooler heater (tcm) operators manual revision b and tcm cleaning guide revision c. Included in the requirements is a daily sanitation procedure with a check of the chlorine levels, weekly cleaning and sanitation and a semiannual decaling procedure. Decontamination is required whenever biofilm is evident in the system (discoloration or cloudiness in the water system). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
A u.s. Food and drug administration (FDA) safety communication was issued for nontuberculous mycobaterium (ntm) infections associated with heater cooler devices. This complaint is specific to the temperature control management (tcm ii) device. This complaint will also include a journal article from centers for disease control and prevention on 'transmission of mycobacterium chimaera from heater-cooler units during cardiac surgery despite an ultraclean air ventilation system' that was released ahead of print for the june 2016 issue (volume 22, number 6). There was no patient involvement.

Manufacturer narrative:
Per FDA, the potential root causes of contamination from heater-cooler devices includes ntm bacteria transmitted through the air (aerosolization), laminar flow disruption and the heater-cooler design. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.